Event description:
Loss of capture was reported. No further information available.

Event description:
New information notes that the lead was removed due to high impedance and observed lead fracture via x-ray.

Manufacturer narrative:
Na

Manufacturer narrative:
The reported lead fracture and high lead impedance were confirmed. Analysis found the lead tip was bent, the etfe insulation of both re conductors were damaged and fractured possibly caused by conductors rubbing together. The lead impedance measurement was high due to the fracture.